Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide product code and lot number.

Event description:
It was reported that the patient underwent debridement of left ring finger tendon repair procedure on (B)(6) 2019 and suture was used. The suture broke when sewing the tendon during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.